Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was attempted to be positioned in the mid lateral vein. The anatomy was tortuous at the ostium and once the lead was placed no capture was observed even at high outputs. The lead was pushed more laterally and distally in the vein, but the threshold measurements were still too high. The lead was removed from the patient and a different model was able to reach the target vein, with acceptable parameters. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.